Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: 12/14 articul 40mm m spec+5 femoral head; pinnacle mtl ins neut40idx56od acetabular liner; pinnacle sector ii cup 56mm acetabular cup; unknown hip femoral stem.

Event description:
New unity record created in order to update legacy complaint number (B)(4). Litigation alleges that patient suffered from pain and discomfort in hip. Doi: (B)(6) 2010 - dor: (B)(6) 2010 (right hip). Patient is a resident of (B)(6). Update ad 26 april 2018: wpc (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets received. In addition to what were previously alleged, ppf alleges loosening of cup. Added cup, lawyer and law firm. Updated part and lot numbers of the head and liner. Doi: (B)(6) 2010 - dor: (B)(6) 2010 (right hip).